Manufacturer narrative:
The insulin pump was received with missing segments due to bleeding lcd glass. The insulin pump was programmed with multiple basal rates and all registered properly in the daily total history noted during testing. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was blotch in the middle of the screen. The customer's blood glucose was 8.4 mmol/l at the time of incident. The customer performed self test. The customer stated that the blotch did not disappear, no missing pixels. The customer stated that the insulin pump might have been dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.